Event description:
It was reported that a patient presented in-clinic with signal artifact noted on the patient's right ventricular lead. Corrective programming changes were performed. Surgical intervention was discussed. The patient was stable throughout.

Manufacturer narrative:
Additional information: d4: field should reflect product identifiers.

Event description:
New information received notes that additional surgical intervention was planned to be completed at a future date.